Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The mixer was replaced. Block a: no report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit booted up with a system failure. There was no report of patient involvement.